Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device log shows that the charges were disarmed due to a cable fault. However, the device passed full functional testing including defib shock testing at multiple joules settings without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. A new multifunction cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.